Event description:
It was reported that the procedure was to treat heavily calcified, moderately tortuous, de novo lesion in right coronary artery (rca) #3 with a diamondback 360 coronary orbital atherectomy device (oad) and viperwire advance coronary guide wire with flex tip. The vessel was primarily wired with an unspecified wire which was exchanged for the viperwire using microcatheter. There was moderate wire bias. Three low-speed treatments were performed, and the lesion was observed with intravascular ultrasound (ivus). Two high-speed treatments followed. During the second high-speed treatment, the crown moved forcefully, and it was thought to have come in contact with the viperwire causing the 2.5cm viperwire radiopaque spring tip to fracture. The treatment was performed entirely from the distal side toward the proximal side. The fragment became lodged between rca #3 and fourth posterolateral branch of the rca (4pl). Two viperwires were used to attempt to retrieve the fragment unsuccessfully. The first one was in vivo prior to the fracture, and the second one was inserted into the patient to retrieve the fragment. Due to relatively severe stenosis and no movement from the fragment, it was ultimately left in situ. There was no difficulty wiring or delivering devices. The patient was stable. The physician does not have any concerns about potential long-term risk outcomes.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported guide wire fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to circumstances of the procedure. Detailed analysis of the guide wire fracture found evidence suggesting that the spinning oad driveshaft made contact with the spring tip leading to the fracture. This is consistent with reported details stating that "the crown moved forcefully, and it was thought to have come in contact with the viperwire causing the 2.5 cm viperwire radiopaque spring tip to fracture". The cause of the crown to move forcefully is unknown. It should be noted that the diamondback 360® coronary orbital atherectomy system instruction for use warns: "use fluoroscopy to monitor movement of the radiopaque diamondback 360 coronary orbital atherectomy device (oad) shaft tip in relation to the radiopaque viperwire guide wire spring tip. Always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. [If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip.] " based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat heavily calcified, moderately tortuous, de novo lesion in right coronary artery (rca) #3 with a diamondback 360 coronary orbital atherectomy device (oad) and viperwire advance coronary guide wire with flex tip. The vessel was primarily wired with an unspecified wire which was exchanged for the viperwire using microcatheter. There was moderate wire bias. Three low-speed treatments were performed, and the lesion was observed with intravascular ultrasound (ivus). Two high-speed treatments followed. During the second high-speed treatment, the crown moved forcefully, and it was thought to have come in contact with the viperwire causing the 2.5 cm viperwire radiopaque spring tip to fracture. The treatment was performed entirely from the distal side toward the proximal side. The fragment became lodged between rca #3 and fourth posterolateral branch of the rca (4pl). Two viperwires were used to attempt to retrieve the fragment unsuccessfully. The first one was in vivo prior to the fracture, and the second one was inserted into the patient to retrieve the fragment. Due to relatively severe stenosis and no movement from the fragment, it was ultimately left in situ. There was no difficulty wiring or delivering devices. The patient was stable. The physician does not have any concerns about potential long-term risk outcomes.